Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally laparoscopic distal gastrectomy, after firing, there was an incomplete staple line distally. Suturing was done to resolve the issue.